Event description:
It was reported the patient had a pocket revision in 2012 to tighten up the implantable neurostimulator (ins) pocket. The ins pocket had gotten loose. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# va00v17, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).